Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2017, a patient had a lumpectomy and a biozorb placed. On (B)(6) 2017, the physician removed the biozorb, cleaned it in the sterile field and returned the biozorb to the lumpectomy cavity. On (B)(6) 2018, the patient went back with redness and an irregular mass at the incision site, an ultrasound and mammogram were performed and showed a heterogeneous area extending from the lumpectomy cavity to the skin, two cc's of fluid was aspirated. Culture was performed and the patient grew out pseudomonas and the patient received additional medications. (IV zosyn and oral cipro bid). On (B)(6) 2018, the patient had an excision and debridement of lumpectomy site performed. Pathology showed clinical abscess. On (B)(6) 2018, patient had a second excision and debridement performed. Later the patient came back with fever and left breast redness, referred to an infectious disease, the patient received wound vac and stimulant beads. The patient was under observation every week until (B)(6) 2018, when the wound was reported to be 100% granulated.